Event description:
The customer reported that the jaws of the device would no longer open while on tissue. The surgeon used scissors to cut the tissue adjacent to the jaws in order to remove the device. There was no blood loss and no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.